Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. The cause of the out of range impedance measurement was not determined. The physician will continue to monitor this patient. This lead remains in service. No adverse patient effects were reported.